Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several low blood glucose. A max bolus was given by the pump on it's own without being programmed by the customer. The medical professional checked the insulin pump and does not trust it. The insulin pump will return.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat tests. Installed a water filled test reservoir, and primed pump. Verified the units left in the test reservoir and the units left on the display matched. Set a basal rate for 1 hour and monitored the pump for four (4) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. The formatted history file lists multiple max bolus deliveries of 5.60 units that were programmed and delivered on 07/03/2017 at 7:40 am, 5:07 pm, 8:31 pm, 9:10 pm, 9:16 pm, 9:48 pm and on 9:55 pm. The button event file confirmed that the customer manually programmed and delivered the boluses. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.